Event description:
It was reported that the physician's handheld screen was not responding. Troubleshooting was performed and the lock screen button was not engaged. A hard reset was performed and the handheld would still not respond. The physician was provided a new programming system and the handheld was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the returned handheld device and software flashcard was completed. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.